Event description:
It was reported that during a sigmoid resection procedure, during the firing of the device, the surgeon did not hear the typical crunch. The donuts were inspected and they seemed well formed. However, when the leak test was performed some major leakage was found. The patient had to receive an ileostomy. The device was discarded. Additional information requested, but not received.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.